Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the catheter was unable to be inserted properly with a bd neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, translated from japanese to english: when puncturing the patient, the catheter was defect and hcp couldn't puncture properly.

Event description:
It was reported that during use the catheter was unable to be inserted properly with a bd neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, translated from japanese to english: when puncturing the patient, the catheter was defect and hcp couldn't puncture properly.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and observed peelback of the catheter material which likely contributed to the reported issue. A trend for the peelback issue has been identified for this product line. The probable root cause of peelback could be due to the tubing material. CAPA#81917 was issued to review the tubing material. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, improvements to the catheter material and the design of the device are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. A review of the device history record could not be performed as a lot number was not provided for this incident.